Event description:
Caller reported experiencing a cartridge alarm 30 with their pump, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, allowing them to resume insulin therapy successfully. The issue was resolved with no further complications reported.